Event description:
It was reported to philips that after rebooting to clear an artifact, the system was unable to produce x-rays. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the system was in clinical use at the time of the reported event, and the procedure was completed after a restart. Philips field service engineer (fse) performed an onsite inspection and confirmed that the system was unable to produce x-rays. Upon troubleshooting, the fse found that the issue was initially resolved by restarting the device. However, the problem reoccurred, leading to the replacement of the fdcsib module and reinstallation of the x-ray pc software. After that, the system was then returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is unlikely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.